Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was end of life (eol). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
It was reported that this pacemaker device had less than six months displayed since april 2018 and had monthly followed up since july 2018. The longevity calculation was 10.1 years from implant to elective replacement time (ert). Boston scientific technical services (ts) discussed ert behavior and only patient impact would be loss of rate response. Also, ts discussed 90-day ert to end of life (eol) timer and eol behavior. This device was explanted. No additional adverse patient effects were reported.